Manufacturer narrative:
Retainer ring = black. On 8/03/2021 the customer alleged the insulin pump alarmed display - flashing/white/blank/frozen/partial. Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. No unexpected battery alarms noted on long trace history files related to event date or blank display. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However. Moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, and motor during visual inspection. Device p-cap / test reservoir locks in place properly. Device p-cap / test reservoir locks in place properly. Device was not confirmed for flashing/white/blank/frozen partial display anomaly. Device passed all required testing medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display after battery change. The insert battery alarm was not displayed on screen of insulin pump. Customer stated that a couple of weeks ago they accidentally wore insulin pump in the water. The contacts on battery cap were not missed or damaged. The battery compartment and spring was not damaged or corroded. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.